Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, creases fold, wear abrasion and weight to the spec, . A microscopic analysis was performed which identify a crease sharp opening on radius. Based on the device analysis the final assessment is: a crease sharp opening on radius assessed as to a fold flaw opening.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.